Event description:
This is a pt receiving epi (epinephrine) for bp (blood pressure) control via syringe pump and at least 4 other medications via syringe pumps. When epi was d/c'd (discontinued), rn (registered nurse) turned off syringe pump, left stopcock open. Releiving rn later closed stopcock when giving bolus. Pt's (patient's) bp dropped. Primary rn, with orders to restart epi, did but was unaware stopcock was closed. The rate of infusion was 0.1 cc/hr, with a 20 mlbd syringe and microbore tubing. The p.s.I. (Pressure per square inch) was set at the "normal" range. Pt's bp didn't change in response to starting or subsequently increasing rate x 2 (two times). Pump did not alarm. Occlusion discovered when rn traced the line. Mutiple variables affect the time to alarm: size of syringe, psi range, rate of infusion. Changing only the variable of syringe size can change time to alarm occlusion from 2 sec. To > (greater than) 3hr (hours). The occlusion alarm is not a reliable fail-safe, giving users a false sense of security.